Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a rejected new batteries and had rewind anomaly. The blood glucose of the customer was unknown at the time of incident. The customer stated that the insulin pump required rewind more than once while changing the reservoir. The rewind process was slower and the sound of rewind process was weaker than usual. Troubleshooting was not performed. The product will not be returned for analysis.